Event description:
Iodosorb was applied sparinggly to two leg ulcers (250mmcm2) by dr., withing 15-20 minutes, pt experienced generalized pururitus, periorbital edema and urticara. Dr.. Prescribed antihistimine, pt recovered. At one week follow-up visit, pt mentioned transient shortness of breath at time of above reaction. Dr. Thought reaction could be an anaphylactic type response to iodosorb.